Event description:
It was reported while preparing to use a bd preset¿ arterial blood collection syringe, the scale markings on the syringe barrel were defective and smeared. The syringe was replaced. No impact was reported.

Manufacturer narrative:
E1. Initial reporter addr:(B)(6). Investigation summary: "material #: 364314, lot/batch #: 3304301. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."